Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's casing around the connector for the ventricular cable was broken, the generator has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the connector was broken and it was therefore replaced. It was noted that the insulation on the liquid crystal display wires had not been compromised. The device passed its final testing with no visual or electrical anomalies observed and it conformed to specifications. If information is provided in the future, a supplemental report will be issued.